Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 47-year-old caucasian female underwent primary breast augmentation with a mentor clinical 300cc moderate profile gel implant on both sides experienced bilateral breast implant ruptures postoperatively; diagnosed after physical exam. As a result, the devices were explanted on (B)(6) 2022. This patient was part of the core gel study. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Per information received on october 6, 2022, date of implant under field d6a has been correctly updated to (B)(6) 2001. Medical device problem code has been updated to "adverse event without identified device or use problem" since right device was found intact. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 27, 2022, mentor became aware that the date of implant was (B)(6) 2002; field d6a has been updated, right device was intact, and the replacement devices used on september 19, 2022 were catalog number 3504254bc; serial number (B)(6) on the left side, and catalog number 3504254bc; serial number (B)(6) on the right side. Corresponding fields have been updated under section h to reflect right device was intact. On october 6, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On october 6, 2022, photo evaluation was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 12, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the clin sm mp gel, 300cc returned device. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).